Event description:
The patient lost stimulation sensation in his legs provided by channel 1. Channel 2 still worked fine. The patient was feeling stimulation in the throat, upper body, and arms. The patient was seen in clinic. Impedances were greater than 4000 ohms on bipolar pairs involving electrode 0. There was no known incident or accident related to the complaint. The patient was in contact with the manufacturer's field representative. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.